Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. The reported lens was returned stuck at the loading zone of a cartridge. Visual inspection at 10x microscope magnification was performed. Residue of viscoelastic was observed inside the cartridge tip, tube and loading zone. No debris, particles, foreign material or rust condition in the returned lens and/or cartridge were observed. The customer's reported issue of rust was not confirmed on the returned lens sample. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. There was no associated deviation or non-conformity report found in the manufacturing record review related to the reported complaint. The units were released according to specification. A search on complaints revealed no additional complaints for this order number have been received. Labeling review: directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the investigation no product deficiency was identified. The customer's reported event could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the lens was contaminated by rust. There was no patient contact. No additional information was provided to abbott medical optics.